Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The sapien 3 valve remained implanted in the patient and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported event. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of stenosis was unable to be confirmed. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional information received from the edwards lifesciences field clinical specialist. The patient was experiencing symptoms of severe aortic stenosis. A valve in valve procedure was performed with a non-ew valve. The following sections of this report have been updated: corrected b1, corrected b2, corrected h1, corrected h6 health effect-impact code, corrected h6 health effect-clinical code. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve is reported to be failing approximately 2 years and 5 months post-implant in the aortic annulus. The mechanism of failure is stenosis. The patient has a reduced ejection fraction (ef) of 37%, a mean gradient of 59mmhg, and an aortic valve area (ava) 0.5. No intervention is stated at this time. However, the mean gradient is clinically significant and considered a serious event.